Event description:
Country of complaint: (B)(6). During testing in the operating room of the meso cystectomy and taking out double sealed, the generator was ok to cut but not seal. That happened twice ending with operation with ligature. Later review also detached bleeding in height above sealed bladder.

Manufacturer narrative:
U.s. Agent notified on (B)(4) 2013. Evaluation of caiman on-going at manufacturing site. Review of related component: gn200 generator. OEM evaluation/testing indicates the generator is according to specification.